Event description:
A doctor reported that memory lens implanted 1999 has since opacified. The doctor is planning to explant the lens in the near future. Several attempts have been made to obtain additional information. No further information is available at the time of this report.